Event description:
Pt experienced jolting when pulse generator was interrogated by console or programmer. The pulse generator also produces high level stimulation continuously, although pt is unsure about status when generator is turned off. The pulse generator has been reprogrammed, although the pt is still experiencing occasional jolts when the pulse generator is interrogated. The pt has two pulse generators implanted, and the MFR is unable to determine from the report which of the two is involved in this event.